Event description:
As stated by the customer on the 2010-(B)(6): two staff, (B)(6) and (B)(6) were hoisting the pt from a changing table to a malibu bath, when half way into the procedure, the spreader bar was repositioned to make the resident more comfortable, the 2 clips on the head section came off the spreader bar. (B)(6) then slid out of the sling and fell onto the floor, knocking her head on the hoist as she fell. Ambulance called and (B)(6) was treated at the scene and transferred to hosp, at no point did (B)(6) loose consciousness. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.